Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: one denali filter arm was returned without product packaging or label. The returned arm appears to be clean. The arm was not bent. The point of detachment was noted to be uneven. Functional/performance evaluation: the whole device was not returned; therefore, no functional testing or dimensional evaluation was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: one detached denali filter arm was returned for evaluation. Therefore, the investigation can be confirmed for the alleged detachment. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine months post deployment of a vena cava filter, during a scheduled filter retrieval, guided fluoroscopy demonstrated one of the filter legs allegedly detached. The filter and detached filter leg were captured and retrieved with a snare device. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown time period post deployment of a vena cava filter, one of the filter legs allegedly detached during a scheduled filter retrieval. There was no reported patient injury.